Event description:
The customer reported the front panel of the high flow insufflation unit malfunctioned and the display was missing one of the segments. The issue was found during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus. Based on the results of the investigation, the phenomenon, ¿part of the display of the front panel is turned off¿ was confirmed. It was determined that the event was due to defect and failure of led of the front panel, and it is not related to insufflation, thus, it was confirmed that over pressure did not occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.